Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing the device alarmed with a s233 malfunction alarm code during startup. The probable cause of the s233 malfunction code is a broken fan. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device alarmed with a s233 (overtemperature-psc) malfunction alarm code. The device was returned to the biomedical department for an unspecified reason. No specific pump programming, or event details were available. There were no reported adverse events or delay of critical therapies while the device was in clinical use. During testing at the user facility, the device alarmed with a s233 malfunction alarm code at start up. No additional information was provided.